Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (date). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, anxiety and felling achy. The patient reports the pods cannula had become dislodged from the pod infusion site (back). The patient applied a new pod. After several days the patient went to the hospital emergency room. The patient reports having their system flushed and being treated with intravenous fluids. The patient was in the hospital emergency room for 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - operating system data not available cloud - hardware data not available cloud - cgm sensor type data not available.